Manufacturer narrative:
Approximate age of device - 2 years and 10 months. The patient remains ongoing with the device, no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2018, it was reported that the patient had an increase in lactate dehydrogenase (ldh) and elevated powers/flows. No dark urine or congestive heart failure (chf) symptoms. Heparin/aspirin/coumadin/persantine were provided to patient for the elevated ldh. A ramp echocardiogram performed on (B)(6) 2018 with atrioventricular opened 1:1. On (B)(6) 2018, the patient was discharged with decreased ldh from 1186u/l during admission to 758 u/l, and the power was returned to baseline. The patient will be monitored as an outpatient. The manufacturer's technical service representative reviewed submitted log files and observed multiple power and flow elevations from (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was aug 28, 2018.